Manufacturer narrative:
The customer returned five of six electrodes to olympus for evaluation. The second electrode (a22202c, lot p1710002) was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, based on the similar reported events related to the device, the most probable cause of the reported event can occur when mechanical overload by the application of excessive force and improper handling, the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated and higher output settings on the electrosurgical generator which could cause the loop wire of the electrode to become damaged.

Event description:
Olympus was informed that during a transurethral resection of prostate (turp) procedure, the loop wire on two (a22202c) electrodes and the roller of four (a22251c) electrodes broke off inside of a patient. The device fragments were retrieved from the patient. The procedure was completed using an unspecified electrode. No patient injury was reported. Two of six.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM conducted a review of the device history records (DHR) for the concerned lot number which showed no deviations or non-conformities during the manufacturing process.